Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt called lfs and alleged that her meter was prompting an error 4 message. She stated that the correct technique was used and the test strips were in good condition. The isssue was not resolved while troubleshooting with lfs customer service. The pt did not report any harm or injury, nor did she receive any medical attention. Based on the info provided, there is evidence of a meter malfunction, however, there is no evidence of serious injury. A replacement meter and testing supplies are being sent to the pt.